Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported bilateral deflation and right side was described as ¿swollen to the point of skin break down¿. Device explanted.

Event description:
Healthcare professional additionally reported, ¿infection causing swelling and irritation to breast". And "swollen to the point of skin break down".

Manufacturer narrative:
Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number 18312282 was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30010734 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for saline breast implants for the period of jul 2020 through jun 2022, were noted 3 outliers in mar 2021, oct 2021, dec 2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, it was found a sterilizer involved in more than one occasion on those processes, also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported right side deflation and right side was described as ¿swollen to the point of skin break down¿. Healthcare professional additionally reported right side "infection causing swelling and irritation to breast". Device explanted and replaced.